Event description:
It was reported that a flogard infusion pump alarmed "38". The process step that this malfunction was identified is unknown. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. During review of the alarm log, failure 38 was confirmed. This alarm indicated that the force sensing resistor (fsr) was out of calibration. The right fsr was replaced to resolve the reported condition. The pump passed testing and was returned to the customer in working order.